Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and leg pain/claudication are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2023, the patient was implanted with one 6.0 x 150 mm biomimics 3d (bm3d) stent, which was used to treat a restenotic lesion of the superficial femoral artery (sfa) proximal third to middle third in the left leg. A retrograde approach was used and the lesion was prepared using predilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The site reported that on (B)(6) 2023, a restenosis of treated segment (target lesion) was identified. It was reported as definitely related to the device and not related to the procedure. It was target lesion related. The patient was seen in the clinic on (B)(6) 2023 with significant claudication and decreased pedal pulses. Duplex ultrasound (dus) on (B)(6) 2023 showed stenosis of the left sfa. A diagnostic angiogram performed (B)(6) 2023 found 80% stenosis of the distal sfa/popliteal stent, 70% stenosis of the popliteal artery, and 80% stenosis in the left proximal anterior tibial artery (ata). The patient underwent an intervention on the the left leg on (B)(6) 2023. Laser atherectomy and pta/standard balloon angioplasty were performed throughout the entire sfa and popliteal stents, which reduced the stenosis from 80% to 0%. It was reported as a target vessel revascularisation (tvr) and not a target lesion revascularisation (tlr). The stenosis in target segment/lesion was not specified. The treatment of the ostial portion of the left ata reduced the stenosis from 90% to 0%. The outcome was reported as resolved/recovered. The device remains implanted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study. On (B)(6) 2021, the patient was implanted with one 6.0 x 150 mm biomimics 3d (bm3d) stent, which was used to treat a restenotic lesion of the superficial femoral artery (sfa) proximal third to middle third in the left leg. A retrograde approach was used and the lesion was prepared using predilation with percutaneous transluminal angioplasty (pta) balloon and atherectomy. The site reported that on (B)(6) 2023, a restenosis of treated segment (target lesion) was identified. It was reported as definitely related to the device and not related to the procedure. It was target lesion related. The patient was seen in the clinic on (B)(6) 2023 with significant claudication and decreased pedal pulses. Duplex ultrasound (dus) on (B)(6) 2023 showed stenosis of the left sfa. A diagnostic angiogram performed (B)(6) 2023 found 80% stenosis of the distal sfa/popliteal stent, 70% stenosis of the popliteal artery, and 80% stenosis in the left proximal anterior tibial artery (ata). The patient underwent an intervention on the left leg on (B)(6) 2023. Laser atherectomy and pta/standard balloon angioplasty were performed throughout the entire sfa and popliteal stents, which reduced the stenosis from 80% to 0%. It was reported as a target vessel revascularisation (tvr) and not a target lesion revascularisation (tlr). The stenosis in target segment/lesion was not specified however per the principal investigator (pi) this lesion had less than 50% stenosis and therefore was not considered a vascularisation. The treatment of the ostial portion of the left ata reduced the stenosis from 90% to 0%. The outcome was reported as resolved/recovered. The device remains implanted. Additional information provided by the site on 28-may-24 provided additional information on the level of stenosis in the target lesion and as it was less than 50% it was not considered a vascularisation.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and leg pain/claudication are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted. Section b.5. Was updated with additional information. Sections g.6. And h.2. Were updated to reflect the type of report (follow-up 01) and the reason and section h.11. Was updated to reflect the sections changed in this report.